Event description:
A malfunction alarm was reported with code malf 3, and it was confirmed that the pump issue was not resettable. There was no adverse impact on the customer¿s blood glucose level, remaining below 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is maintained. The customer was instructed to return the faulty pump using a pre-paid label within 10 days and understood how to put the pump into storage mode prior to sending it back.